Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscal repair procedure, the surgeon applied slight tension on the anchor; the suture snapped and was unable to be retrieved or tightened. All implants were removed from the patient without issue and a backup device was available to complete the procedure. No patient injury or complications were reported.